Manufacturer narrative:
(B)(4). Customer returned pump for alleged exposure to moisture, pump error 23, 49, 68, 75, and unspecified cosmetic damage found on (B)(6) 2021. Insulin pump passed displacement test and active current test. Pump failed self test due to pump error 75 and sleep current test due to.] Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified the pump alarmed pump error 23 in pump downloaded history four times on (B)(6) 2021 starting at time 17:42:35.000. Verified the pump alarmed pump error 49 in pump downloaded history eight times on 08/28/2021 starting at time 17:31:32.000 due to unrecognizable history pointers. Verified the pump alarmed pump error 68 in pump downloaded history five times on 08/28/2021 at time 17:31:32.000 due to unrecognizable valid trace pointers. Verified the pump alarmed pump error 75 in pump downloaded history on (B)(6) 2021 at time 21:09:29.000 due to faulty internal battery. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and corroded battery tube. Confirmed pump errors 23, 49, 68, 75 due to moisture damage on the pcba 1, pcba 2, and harness assembly vibrator. Pump error 75 alarmed during self test and pump received with high sleep current due to faulty internal battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer stated they were able to clear the alarm they receive request to rewind the insulin pump and able to complete rewind. No harm requiring medical intervention was reported. The customer was discontinue the use of device.